Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no adverse impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.